Event description:
It was reported that during an implant attempt, the first defibrillation test shock energy was programmed to 20j, but delivered energy was only 5.3j. The shock pathway was programmed to b>ax. The second shock was delivered with the programmed energy, but shock pathway was reversed to ax>b. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt, the first defibrillation test shock energy was programmed to 20j, but delivered energy was only 5.3j. The shock pathway was programmed to b>ax. The second shock was delivered with the programmed energy, but the shock pathway was reversed to ax>b. The device was replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.